Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-may-29. It was clarified that the pump was telemetried and analyzed, and was functioning properly. It was noted that a motor stall occurred on (B)(6) 2017 at 11:23am and recovered at 12:16pm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to not applicable. It was noted that the pump motor stalled on (B)(6) 2017 at 12:24 with a motor stall recovery on (B)(6) 2017 at 13:17. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (1300.0 mcg/ml at 554.3 mcg/day) and bupivacaine (8000.0 mcg/ml at 3411.4 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient had undergone and MRI scan and had a pump motor stall on (B)(6) 2017. The patient denied any difficulty and required no adjustment. It was noted on (B)(6) 2017 the device was interrogated and the programmer had telemetried and restarted the pump. It was indicated the event was related to the device or therapy and not related to the implant procedure. It was noted to be related to MRI. The patient denied any difficulty and required no adjustment. The issue resolved without sequelae on (B)(6) 2017. The patient's baseline weight was (B)(6). The catheter tip was at t12 and the catheter access port was at 5:00. No further complications were reported/anticipated.